Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead was placed in the right ventricular port of the pacemaker system. The pacemaker system exhibited an increase in power consumption consistent with a latent gate oxide anomaly. This lbb lead exhibited noise and a gradual increase in pacing impedance measurements. Technical services advised this lead is likely damaged and should be replaced. Subsequently, this lead was explanted and another lead implanted to complete this procedure. Additional information provided this lead had also exhibited low out of range pacing impedance measurements shortly after implant. This lbb lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead was placed in the right ventricular port of the pacemaker system. The pacemaker system exhibited an increase in power consumption consistent with a latent gate oxide anomaly. This lbb lead exhibited noise and a gradual increase in pacing impedance measurements. Technical services advised this lead is likely damaged and should be replaced. Subsequently, this lead was explanted and another lead implanted to complete this procedure. This lbb lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.